Manufacturer narrative:
Ge service rep performed an on site investigation. The electrical sys and power supply connections were adjusted. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported the monitors were dead inside a procedure. No pt injury was reported.